Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8457773."

Event description:
Related manufacturer reference number: 1627487-2023-01133. It was reported that patient experienced ineffective therapy. Imaging shows that left lead had migrated. As a result, surgical intervention was undertaken wherein the was explanted and replaced. Effective therapy was restored post operatively. Investigation was unable to determine which of the leads attributed to the event.